Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED SHORTLY BEFORE EXPLANT.

Event description:
IT WAS REPORTED THAT THE PATIENT DEVELOPED AN INFECTION AT THE IMPLANTABLE PULSE GENERATOR (IPG) SITE. SYMPTOMS OF REDNESS AND SWELLING WERE NOTED. THE PHYSICIAN WAS NOT ABLE TO CONFIRM IF THE INFECTION WAS NOT DEVICE OR PROCEDURE RELATED. THE PATIENT WAS ADMINISTERED WITH ANTIBIOTICS AND UNDERWENT AN IPG EXPLANT PROCEDURE. THE PATIENT WAS DOING WELL POSTOPERATIVELY, AND THE EXPLANTED DEVICE WAS NOT RETURNED AS IT WAS NOT RELEASED BY THE MEDICAL FACILITY.

Event description:
It was reported that the patient developed an infection at the Implantable Pulse Generator (IPG) site. Symptoms of redness and swelling were noted. The physician was not able to confirm if the infection was not device or procedure related. The patient was administered with antibiotics and underwent an IPG explant procedure. The patient was doing well postoperatively, and the explanted device was not returned as it was not released by the medical facility.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred shortly before explant.Investigation ResultsThe device was not returned for analysis; therefore, a technical analysis could not be performed. Device History RecordIt was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling ReviewReview of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation ConclusionThe device was not returned for analysis. However, a review of the available information determined that the patient developed an infection at the Implantable Pulse Generator site with redness and swelling, received antibiotics, and underwent explantation. The physician was not able to confirm whether the infection was device related or procedure related. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.